Event description:
It was reported that a failure was observed during a planned preventative maintenance, recall remediation, or repair order service event. [Repair multi-device];[mms-20-3818 syringe barrel clamp replacement p2 & mms-20-1953 software recall v12.1.1]. There was no reported patient involvement.